Event description:
The problem was described as: "catapult sheath fell apart upon insertion. Sheath was removed an alternate sheath was used. Patient is doing fine and customer is not upset." What is the next course of action? Complaint and repair of this batch and others that are like it patient present at time of event? Yes patient complications: no patient complications type of procedure: peripheral intervention as reported device codes: 1188: detachment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions device/procedure outcome: procedure completed, unable to use device - attempted, different device used (different model) patient outcome: f26: no health consequences or impact.

Manufacturer narrative:
The root cause of the incident is unknown at time of the intitial report. The complaint device will not be returned for an evaluation. The DHR review, which examines the DHR, ncrs, and ecos was done as part of root cause investigation.

Manufacturer narrative:
Initial report submitted on 03 july 2025, per MFR #: 3003637635-2025-00011. The complaint device was not returned. Therefore, testing of the actual device in the reported adverse event is not possible. The DHR/batch record review showed that there is no production or design issue that can lead to the defect which caused the complaint case. There is no process related root cause found from DHR review. Root cause is established as undeterminable.

Event description:
The problem was described as: "catapult sheath fell apart upon insertion. Sheath was removed an alternate sheath was used. Patient is doing fine and customer is not upset.". What is the next course of action? Complaint and repair of this batch and others that are like it. Patient present at time of event? Yes. Patient complications: no patient complications. Type of procedure: peripheral intervention. As reported device codes: 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (different model). Patient outcome: f26: no health consequences or impact.